Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user training, cardiosave intra-aortic balloon pump (iabp) shows error code 12 after booting up and cannot be put into operation any further. Switching it off and switching it on again repeatedly brings up the same error message. The pump was removed from service, and there was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue "power-up test fails # 12 (non iso dsp sbit etf)" in the log. The fse replaced the front-end board. No more errors. Device handed over to the customer. The failure analysis and testing dept. Received parts with a reported unit failure of an error code 12 on bootup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual and confirmed the reported failure of an error code 12. Sending the board to the supplier for failure analysis per procedure number (B)(4). Failure analysis received from the supplier for the part. They stated: checking rn43 with a dmm revealed that the component rn43 has an incorrect value (the measured value between pins h1-h2 is 4.9 mohm). The standard value is 33 ohm retaining the part in the failure analysis and testing department per procedure. Probable root cause for this part is poor contact between component and board due to irregular solder bead sizes.